Event description:
New information received notes that crosstalk is still present. Further programming changes were recommended.

Manufacturer narrative:
The reported field event of crosstalk was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the device was explanted and replaced due to the advisory.

Event description:
It was reported that multiple stored episodes of non-sustained rv oversensing due to crosstalk were observed. Patient was asymptomatic. Crosstalk was observed during atrial pacing. It was noted that patient had a left bundle-branch block. All other measurements were normal and in-range. Programming changes were recommended.

Manufacturer narrative:
(B)(4).